Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. According to the evaluation, the following was found. -there was no abnormality in the appearance of the device. -inundation was confirmed in the imaging of the device. -the olympus repair center disassembled once and reassembled the device, but did not confirm the route of moisture intrusion. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that moisture invaded the device and the lens became cloudy. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. There was no noticeable trauma to the appearance. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that water droplets adhered to the inside of the lens, and the lens was cloudy. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.